Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt decided to go to house hospice due to respiratory failure and inability to wean form the ventilator. The hospital course was complicated by intercostal artery damage secondary to attempted pleural effusion drainage, requiring sternotomy, intercostal artery repair and evacuation of hematoma in the operating room on (B)(4) 2014 and (B)(4) 2014. The pt also experienced volume status issues and coagulopathy. Care was with drawn on (B)(4) 2014 in home hospice and the pt expired on (B)(4) 2014.

Manufacturer narrative:
A root cause for the reported events could not conclusively be determined through this evaluation. A full evaluation of vad-56781 could not be conducted because the system was not returned for analysis. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
The pt expired and the device will not be returned. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.